Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 154 and 220mg/dl. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/22/2017 and open vial date is approximately two to three weeks ago. The meter memory was reviewed for previous test result history: (B)(4). Customer stated in the past had a true result meter,customer has not more strips left and does not have the meter any longer but when he took the meter to the va the readings were within a 10-20% difference . This meter is reading 50 plus points higher.